Event description:
It was reported that a stent dislodgement occurred. The procedure was a coronary stenting treatment procedure. The physician was "given a liberte'. Somehow the stent came off the balloon and is sitting on the stylet." No add'l info was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.